Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid leak under the reagent probes of the unicel dxc 600 synchron system. Customer could not determine the source of the leak. The field service engineer (fse) was on site conducting preventive maintenance (pm), which was not yet complete when customer began use of the system. The fse resumed and completed pm, tightened the reagent syringe, and successfully calibrated the system and ran controls. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Neither the fse nor customer came in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.